Event description:
It was reported that force sensor error alarm. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information was received on 30 august 2022 and attached to the complaint file. There was no patient involvement during the reported event. The alarm condition was seen in the alarm history during the annual preventive maintenance pm check. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 3500.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, non-OEM (original equipment manufacturer) battery identified, top case is not fully seated on bottom case, there's an open gap on the backside, cracked battery door and left plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Plunger cable was frayed and physically was damaged so it was replaced. The cause of the reported problem was traced to the user manipulation of the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service review identified this device was last serviced on 04 oct 2021 for an unrelated issue. There was no indication of a service issue during the investigation.